Event description:
It was observed during the device evaluation, that due to burn on c-cover, the bronchovideoscope insulation resistance value at distal end does not meet the standard value. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Although it was not possible to identify the cause of the incident from the information obtained, reasonably known information suggests probable cause such as a high-energy treatment tool (high frequency, etc.) Being used without ensuring a sufficient distance from the tip. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.